Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms on the right ventricular (rv) defibrillation lead. The single shock did convert. The physician also noted some undersensing. Technical services (ts) did not see evidence of undersensing, explaining that tachycardia occurred due to a short r-r interval followed by a long r-r interval. Lead replacement was recommended. This rv lead remains in service at this time. No adverse patient effects or interventions were reported at this time. Additional information received reported that the rv defibrillation lead was surgically abandoned and replaced, and the ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms on the right ventricular (rv) defibrillation lead. The single shock did convert. The physician also noted some undersensing. Technical services (ts) did not see evidence of undersensing, explaining that tachycardia occurred due to a short r-r interval followed by a long r-r interval. Lead replacement was recommended. This rv lead remains in service at this time. No adverse patient effects or interventions were reported at this time.